Event description:
I got breast implants (B)(6) 2007. I became very ill and now have lupus. Hashimotos, uctd, in addition to over 80 symptoms. I was provided with info upon implant from the plastic surgeon that stated autoimmune disease was rare in breast implants etc. I was told these were safe. I am being kicked out of the military due to these autoimmune diseases and it had ended my career. I would like to file a claim regarding these unsafe medical devices. My implants are filled with mold and floating objects. I have abnormal suspicious growths in my breasts that are being monitored. FDA safety report ID# (B)(4).